Event description:
The patient had cataract extraction an intraocular lens implant os. At time of implantation, the lens was found to be defective - the haptic was broken. The lens had to be removed and replaced. As a result of this, the patient may required dsek (corneal transplant). The manufacturer, alcon laboratories, was notified of these events. Surgeon notified manufacturer of defective lens immediately, but failed to notify risk management department until (B)(4) 2012. Surgeon has been re-educated to notify risk management immediately regarding any defective medical device he may encounter.